Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented with abdominal pain and was symptomatic. The aneurysm was found to have ruptured due to a type ii endoleak. The physician elected to perform open repair and partially explanted the stent grafts. The explanted portions of the stent grafts were retained by the user facility. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).